Event description:
Description of event: it was reported that during a robotic cystectomy with ileal conduit, while sealing the small bowel omentum with a (B)(6) device, the generator got stuck producing activation tone with no end-tone. There was no patient injury. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).